Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5091628 that a female patient who underwent an unspecified breast surgery with 480cc smooth mentor memorygel breast implants has experienced unexplained systemic symptoms postoperatively, including pressure in head, dizziness, brain fog, trouble balancing, headaches, severe joint pain, pain in both breasts and armpits, lower back pain, pain in pelvis, muscle weakness, heart palpitations, chest pain, racing heart rate, ringing in ears, trouble breathing, heaviness on chest, sinus problems, dry eyes, blurry vision, burning tears, chronic fatigue yet unable to sleep, no motivation, extreme sensitivity to heat and very cold weather, weight gain (50+ lbs in 2 yrs), heat rash under both breast and on chest, memory loss, forgetfulness, trouble concentrating, mixing up words, ibs, stomach cramps, severe bloating, recurrent bacterial vaginosis for 3 years, lots of inflammation in face and body, dry elbows, dry hair, hair loss, bad anxiety, panic attacks, the feeling of dying at times, lump in back of throat will not clear (possible candida), swollen throat and neck, intense heartburn, premature aging, skin sensitivity to make-up, numbness (hands, arms and legs), and changes in menstrual cycle. Patient reported symptoms started with six months of implantation. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. Patient will be explanting the implants in 2020. The device explantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for implant 1 of 2.